Event description:
On (B)(6) 2010, pt's wife reported multiple piston rod issues including an e10 (cartridge error) alert while rewinding the piston rod, an abnormal infusion device during rewind, and low insulin delivery causing hyperglycemia. Wife stated pt was sick over the weekend and his blood glucose went up to 300 mg/dl. Pt's normal blood glucose is 110 mg/dl. Wife reported the pt changed the battery 2 days ago. Wife stated the battery cover was changed but she was not sure when. Wife reported the problem persisted after changing to a new battery. Pt's wife described the abnormal infusion device noise as sounding like a piston was stuck (a clicking noise). Wife reported it sounded "like the (pump) motor was dying." Wife stated the insulin cartridge plunger did not get stuck on the piston rod. Pt is currently using his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.